Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome. Patient report elective replacement indicator (eri). Information regarding eri was reviewed with the patient. It was reported that patient fell on implant site in (B)(6) 2018, and has been feeling stronger pain so they increased the stimulation. Patient had CT myelogram and was supposed to get results on the date of the report. About a week prior to the date of call, patient noticed that the ins was draining fast. Patient is having to recharge more frequently. There were no allegations/dissatisfaction with ins longevity. Patient was redirected to their hcp to discuss eri. No further complications were reported/anticipated.